Manufacturer narrative:
Investigation: the following section describes, in detail, the method and the results of the investigation. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: no visual defects or abnormalities. Permeability test to determine in location of the suspected leakage, the complete shunt system was tested for permeability. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. During our testing, leakage at the catheter could not be confirmed. However, our testing showed that the intake side of the shuntassistant® was slightly leaking. It was a little gap detected between the spout and the housing of the shuntassistant®. Results: based on our investigation, we are able to substantiate for these particular case the claim of leakage. We have opened a CAPA. We will investigate the prof cause and then defining actions to avoid a repetition of this event. The traceability of our manufacturing process can confirm a failure in production. Based on our manufacturing documentation, we can assume a single case. Further actions: a CAPA is opened and we will handle as required by our qualitätsmanagement manual.

Event description:
It was reported that there was a problem with a progav shuntsystem. The doctor found that there was water leakage between the pressure regulating valve and the gravity valve during the preoperative leak detection. Based on the information that the malfunction occurred before implantation, we evaluated the case as "not reportable". On 02/01/2021 we have received the product for further investigation. During the investigation we detected, that an problem that there has been an faulty in the production of this product. For this reason, we have evaluated the case again and have concluded that it is reportable.